Event description:
Attempted placement of infrarenal ivc filter. Upon deployment, attempts were made by two physicians without success to disengage filter from the system. Multiple attempts at resheathing the filter were unsuccessful. Then filter system was then retracted into the right iliac vein for safety precautions. Several more attempts at deploying filter were made which disengaged the filter from the unit. Struts of the filter never fully expanded, although the filter was firmly in contact with iliac vein wall. Due to patient condition, retrieval was not attempted at this time. MFR # 1820334-2004-00509.